Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx434t) was implanted during a procedure. According to the patient, the shunt system caused an under-drainage. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Event description:
It was reported that a progav 2.0 shunt system (#fx434t) caused a blockage, preoperative. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the componetes were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: not necessary, since the reason for the complaint, blockage, has already been refuted by the permeability test. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: not necessary results: based on our investigation results, we cannot determine any functional deviations or other abnormalities in the product. All componetns (progav 2.0, shuntassistant, control reservoir, catheters) of the product were permeable and operated within their specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.